Manufacturer narrative:
Stent remains implanted in patient. As event occurred approximately 6 months after index procedure and there was no reported device malfunction, the delivery system is presumed discarded and was not requested. Restenosis is captured in the risk assessment and instructions for use as a known potential harm. In this case, the investigation determined that causes of restenosis may be attributed to mild disease progression observed throughout multiple coronary arteries; patient comorbidities and risk factors; as well as patient medical history. However, a relationship between restenosis and study device cannot be completely excluded. Intracoronary stent restenosis is multifactorial (including, but not limited to, patient lesion type, disease progression, comorbidities, and vessel trauma during the index procedure). Restenosis can also result from malapposition of the stent/sub-optimal stent expansion (stent unable to maintain intended patency, loss of strength due to fracture, position of stent compromised, use error of incorrect deployment, smaller deployed diameter). The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6)-year-old female with medical history of aortic valve replacement (2009) on warfarin , type 2 diabetes mellitus, hypertension, dyslipidemia, chronic obstructive pulmonary disease, breast cancer, and sleep apnea. Presented with stable angina and enrolled in a cobra trial. On (B)(6) 2019, after presenting with angina symptoms, coronary angiography performed showed a type b2 lesion involving the ostium and proximal (rca). Percutaneous coronary intervention (pci) was performed via radial access, with pre-dilation balloon angioplasty, placement of cobra pzf¿ (3.5x15mm) stent in proximal rca, followed by post-dilatation. The post-procedure course was uncomplicated, with timi flow 3 noted. Patient was discharged to home (B)(6) 2019. At 12-month follow-up phone call, it was reported that the patient was admitted to hospital on (B)(6) 2020 due to stable angina symptoms for the past two months, and now with acute-onset dyspnea on effort. Angiography on (B)(6) 2020, showed non-significant lesion, less than 30%, in the left main coronary artery, a non-significant type b1 lesion, less than 30% in the ostium of the proximal left anterior descending artery (lad), non-significant lesion, less than 30%, in the mid lad, non-significant type b1 lesion, less than 30%, in the ostium of the proximal circumflex artery, and very tight restenosis (70-90%), type b1, of the ostium of the proximal right coronary artery. Successful angioplasty of the proximal right coronary artery with deployment of a drug-eluting stent. The event resolved (B)(6) 2020. Progress after the procedure was uncomplicated, and the patient went home on the following treatment. The principal investigator indicated that the restenosis event is possibly related to index procedure and definitely related to study stent. The sponsor believes that the event is possibly related to index procedure and possibly related to study stent.